Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance inspection that the atrial and ventricular output connectors of the external pulse generator (epg) were damaged. The damage was identified on multiple external pulse generators. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed the customer's comment as both output connectors were broken. It was also noted that the red wire on the liquid crystal display was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was returned for service